Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited low out of range shock impedance measurements. It was noted that this patient underwent ventricular tachycardia (vt) ablation surgery. Technical services (ts) stated that the shock impedance measurements were low at zero ohms, and it could be due to noise. The cause for noise was unknown. This device currently remains in service. No adverse patient effects were reported.